Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stating that the patient experienced increased spasticity, pain, and limb contraction shortly after the pump was filled on (B)(6) 2026. The patient underwent a pump study where they were unable to aspirate any csf from the pump. The cause of this was unknown. It was determined that the patient needed catheter replacement on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 8578 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2026 product type catheter product ID 8709 serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 01-mar-2013, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(6), ubd: 28-jul-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via the company representative regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient¿s catheter was replaced. On (B)(6) 2026 additional information was received from the patient¿s representative who reported that the patient has cerebral palsy and had their pump replaced a week and a half ago. The patient¿s pump failed and only lasted 2 years because the line was clogged or something was wrong. The patient was in the ICU (intensive care unit) for 4 days. Per the patient¿s representative the patient was admitted for baclofen withdrawals and was given oral meds and was discharged. The patient was then readmitted the next day and the patient¿s infusion system was replaced.